Event description:
Customer alleged discrepant blood glucose results of 195 mg/dl on the advantage system compared to 103 mg/dl when testing was performed on a professional meter within 1 minute. Customer reported having no symptoms. Customer did not report any treatment or action based on the results. A request was made for the return of the suspect device and replacement product was sent.